Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the analysis of the history files a selection of a syringe (type: kabifill 50 ml) could be detected. Further it was possible to comprehend that 6 secondes after the syringe selection a step motor error was occurred. The sample was subjected to a visual and functional examination. No visible damages could be detected. A self test could be successfully performed, an inserted syringe could be recognized and it was possible to bring the pump in operation. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. Summing up all tests the pump operate within our specification. No malfunction could be detected.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherland): pump has given an enormous propofol bolus which lead to a cardiac arrest. Patient was resuscitated and has "made it".